Event description:
Reporter stated that a patient's blood glucose was measured, using the suspect device, with back-to-back results of 133 mg/dl and 33 mg/dl. Reporter indicated that patient's therapy was not modified based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.